Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Though requested, a sample was not available for testing. As no additional information could be provided from the customer, no additional testing could be performed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. The (B)(6) reported a possible false negative result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01123x, expiration date 31oct2021 on liat (B)(4)). No harm was alleged.

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4)